Event description:
Customer alleged while using shower chair, the front legs became weak and almost broke and the feet on the chair are not slip proof. No injury alleged.

Manufacturer narrative:
The consumer stated that he was taking a shower with an unknown shower chair, with handles, and the front legs became weak and "almost" broke. The consumer alleges that the feet on the shower chair are not slip proof. The consumer stated that he lives in an apartment and has a standard tub. He does not feel safe using the unknown shower chair in the tub. Several models of invacare shower chairs have handles and these shower chairs have either rubber tips or suction feet. For the invacare shower chairs with handles the owners manual states warnings on page 1, "all four leg tips must be in contact with shower/tub floor at all times. Always inspect the shower chair to ensure that it is properly positioned and stable before using. Do not use if shower chair is wobbly or unstable. Check leg tips for rips, tears, cracks or wear. If any of these conditions exist, replace leg tips immediately". Invacare shower chairs with suction feet states a warning on page 1, "the shower chair legs have suction feet. Check the suction feet for rips, tears, cracks or wear. If any of these conditions exist, replace them immediately. This product should only be used with tub floors wider than 16-inches". The consumer stated that he weighs (B)(6) and is totally disabled, stating that it hurts to stand taking a shower. The owners manual for the invacare shower chairs with handles states a warning on page 1, "users with limited physical capabilities should be supervised or assisted when using the shower chair. Always observe the weight limit on the labeling of your product". No injury is being alleged.